Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additionally, the patient also underwent a tracheal intubation and was admitted to the intensive care unit. Although a craniotomy decompression was considered it was decided to adopt a conservative course of treatment due to the extensive cerebral hemorrhage making functional recovery unlikely.

Event description:
It was reported that the patient was readmitted on (B)(6)2023 for neurological dysfunction and an intracerebral hemorrhage in the left-brain hemisphere. The patient had a stroke along with headache and vomiting. The patient was given warfarin and aspirin and had a elevated international normalized ratio (inr). The patient passed away due to the cerebral hemorrhage on (B)(6)2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.